Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary # product ID# 693552 a proximal portion was received measuring 14.5 cm. A medial portion was received measuring 6 cm. A distal portion was received measuring 31 cm. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the patient experienced an inappropriate shock and there was a lead integrity alert (lia) due to oversensing and noise on the right ventricular (rv) lead. It was also noted that the rv lead was fractured. The rv lead was explanted. No further patient complications have been reported as a result of this event.